Event description:
It was reported that pump touchscreen became frozen and did not respond to customer input, preventing use of pump screen. There was no reported adverse impact to the customer's blood glucose level. Customer performed pump reset with guidance from technical support, and touchscreen responsiveness returned, allowing normal interaction with pump screen; no additional issues were reported.